Event description:
It was reported that the pump touch screen was unresponsive and the wake button was not working. Customer¿s blood glucose level was 132 mg/dl. The customer applied more force to the button to resolve the issue. Multiple attempts were made to follow up with the customer regarding the touchscreen issue but the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.